Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Does the surgeon believe there was any deficiency with the ethicon product involved? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent an anterior vaginal urethral sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that after postoperative check, the patient still had urine leakage. It was also reported that the treatment didn't work and the revision surgery will be performed. It was reported that the patient's condition is now good. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional information was requested and the following was obtained the patient demographic info: bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Does the surgeon believe there was any deficiency with the ethicon product involved? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? ==>after investigation, the patient, a 52-year-old female with unknown past medical history, underwent transobturator transvaginal anterior urethral suspension in union hospital, tongji medical college, wuhan huazhong university of science and technology due to severe stress urinary incontinence for 3 to 4 years on (B)(6) 2021. The surgeon used the transobturator transvaginal anterior urethral suspension device (tvtoml) produced by our company for urethral suspension during the operation. The operation was normal. The surgeon reported that no mechanical injury of the mesh occurred due to the use of staples, clips or forceps to fix the mesh. The position of the mesh implant was symmetrical and in contact with the middle urethra. The tension of the mesh implant was satisfactory when the operation was completed. No device failure occurred during the operation. The patient was discharged after postoperative observation (specific postoperative and discharge conditions were unknown). The patient returned to the hospital again on postoperative day 7 ((B)(6) 2021), and complained of symptoms of urinary incontinence without obvious inducement (such as strenuous exercise, cough, etc.), which had occurred before discharge (specific date unknown), but was mild, and the patient had no other discomfort symptoms or abnormal signs. The subsequent specific diagnosis and treatment, disease condition evaluation, etc. Were unknown. The patient was in stable condition currently. A second surgery was planned to remove the suspension device (specific surgical method was to be determined). No subsequent adverse event report was received. The specific event occurrence date in this event is unknown. Since the event occurrence date in the national medical device adverse event information monitoring system is mandatory, according to the current feedback information of the hospital, the event occurrence date system is filled in as (B)(6) 2021, product complaint # (B)(4). Date sent to the FDA: 11/15/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.